Event description:
Surgeon could not connect the bottle for drainage, tip was broken 21-aug-2023 - received email reply from complainant for additional information requested. Nisaabd was the access tip broken/ damaged or cracked? It appears defective if yes, was the issue identified before use or during use? Yes was there leakage noticed to the access tip and the patient valve? Couldn¿t connect, no leakage where is the catheter located? Abdomen or chest. Is there a photo or sample available showing the reported issue? I will return sample once receive instructions. Collecting it tomorrow what was the impact to the patient? None could you please help to confirm the lot number? I will send it tomorrow could you please help to confirm the quantity involved? - 1 I noticed that in the pir it is stated that there was exposure to pleural effusions and bloods, may I know if this caused harm to the patient/healthcare personnel? - no harm caused to the patient how was the issue resolved? Another bottle used and I will replaced it tomorrow did they able to drain successfully with new bottle? Yes.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one sample was provided to our quality team for investigation. During the inspection it was observed that the bottle was returned with its access tip inserted into a 5-in-1 adapter. The 5-in-1 adapter is not provided with the bottles and would have been removed from another type of pleurx product. This component is not intended to be used with a pleurx bottle but rather a pleurx lockable access tip kit. The 5-in-1 adapter was removed from the bottle, and the access tip was visually inspected and tested by inserting it into a pleurx catheter valve. No issues were observed regarding the access tip; therefore, the reported failure mode was not confirmed. A device history record could not be evaluated as the lot number is unknown. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0202 patient problem code: f26 h3 other text : see manufacture narration.

Event description:
Surgeon could not connect the bottle for drainage, tip was broken. 21-aug-2023 - received email reply from complainant for additional information requested. Nisaabd. Was the access tip broken/ damaged or cracked? It appears defective. If yes, was the issue identified before use or during use? Yes. Was there leakage noticed to the access tip and the patient valve? Couldn¿t connect, no leakage. Where is the catheter located? Abdomen or chest. Is there a photo or sample available showing the reported issue? I will return sample once receive instructions. Collecting it tomorrow. What was the impact to the patient? None. Could you please help to confirm the lot number? I will send it tomorrow. Could you please help to confirm the quantity involved? - 1. I noticed that in the pir it is stated that there was exposure to pleural effusions and bloods, may I know if this caused harm to the patient/healthcare personnel? - no harm caused to the patient . How was the issue resolved? Another bottle used and I will replaced it tomorrow. Did they able to drain successfully with new bottle? Yes.